Manufacturer narrative:
G9: exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported leak was confirmed via returned device analysis. Furthermore, returned device analysis observed a tear in homeostasis valve. All available information was investigated. The reported leak appears to be related to the observed tear in the silicone valve; however, a definitive cause for the tear in the silicone valve could not be determined. There is no indication of a product quality issue with respect to manufacturing, design or labeling. D10, h3: device available for evaluation h6- method code 4111 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sgc leak (air) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is retained by hospital and not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use and no issues were noted. The sgc was inserted into the patient anatomy without issue. The clip delivery system (cds) was inserted and a loss of fluid column was noted. Aspiration was performed to remove air from the device; however, a leak was noted at the hemostatic valve. No air was noted to have entered the patient anatomy. The devices were removed. A second sgc was prepared and no issues were noted. One clip was implanted and the mixed mr was reduced from grade 4 to grade 1-2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.